Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned tibial impactor pad identified signs of use (nicked or gouged) and that two of the pegs/prongs are fractured, not all pieces were returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the replacement impactor pad which was returned from hospital was found broken. There was no patient involvement. No further information is available.